Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Initial surgery occurred in 2016. Revision surgery occurred in 2016. Additional concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown neck, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: 00771300700, item name: femoral stem, lot #: 60825861. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03905. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to osteolysis and necrosis. During revision fluid, osteolysis, necrosis, and metallosis were noted. Liner and head were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. D11: zimmer head cat#00801803602, lot#63135590; zimmer liner cat#00630505036, lot#61049361; zimmer cup cat#00620205222, lot#61132699; zimmer stem cat#00771300700, lot#60825861; zimmer neck cat#00784803300, lot#62124936. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 ¿ 03906, 0002648920 - 2020 - 00021.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.